Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that a following trial procedure the patient was experiencing pain. A computerized tomography (CT) scan confirmed hematoma near the spinal cord. The leads were pulled and the trial was aborted. The patient underwent a surgery to correct the issue and was doing well postoperatively.